Event description:
It was reported that high impedance was identified on the patient's device during an office visit. No surgical intervention has occurred to date.

Event description:
The patient underwent surgery to receive a new vns system, but the old system was left in place. The generator associated with the system with high impedance was programmed off. No further surgical intervention to correct the high impedance has occurred to date.